Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification. Microscopic inspection showed that the leak was coming from a slice in the cassette sheeting where the sheeting meets the edge of the cassette. The reported condition was verified. An assignable cause of the slice could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the homechoice cassette during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.